Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that chest pain, dyspnea and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to silent ischemia and unstable angina. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct placement of a 2.50 mm x 16 mm promus element¿ plus stent. Following post dilatation residual stenosis was 0%. The target lesion # 2 was a de novo lesion located in the proximal left circumflex (lcx) with 70% stenosis and was 6 mm long with a reference vessel diameter of 2.5 mm. The target lesion # 2 was treated with direct placement of a 3.0 mm x 8 mm promus element¿ plus stent. Following pos-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with anginal symptoms such as exertional chest pain, dyspnea and fatigue. On the following day, coronary angiography was performed and revealed 90% isr of the previously placed 3.0 mm x 8 mm promus element¿ plus stent in the proximal lcx. The lesion was treated with direct placement of a 3.0 mm x 15 non bsc stent. Following post dilatation, residual stenosis was 0%. The event was considered as resolved with residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of event angina occurred.

Manufacturer narrative:
Event date-corrected from (B)(6) 2015. (B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient was hospitalized on the same day he presented with anginal symptoms. One day post procedure, the patient was discharged.